Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the device did not have the cervical collar. Functional testing was not conducted due to the issue reported could be observed in the visual inspection. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on (B)(6) 2025, during a novasure procedure, the procedure was stopped and the cervical collar came off. Physician opened a second device and completed the procedure successfully. When the cervical seal was detached, it was inside the vaginal cavity and was removed. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.